Manufacturer narrative:
Investigation summary: the complaint device was returned for an investigation. The engineering and quality engineering department performed a detailed evaluation and found the following: the port housing and catheter lock were returned. The catheter was returned in two pieces, one small fragment which remained attached to the port housing with the lock, and the other longer section of the catheter. The fragment that remained attached to the port housing was approximately 1.5 cm in length, measured from the port housing based to the end of the fragment, and the larger section of the catheter was 32.6 cm in length. There was evidence of slight burnishing on the catheter surfaces near the fractured area. No calcification was present on any surface of the catheters there were puncture marks evident in the septum and it appeared that only one of the suture holes was utilized. Needle marks are on the port housing and the catheter lock appears as a small tear. It appears to have been damaged by a sharp tool. There were no occlusions in the port or in the catheter when flushed. A review of the device history record was performed. All process steps were complete and signed off by trained personnel. There are no signs in the device history record to indicate that this vital port was shipped to the field nonconforming. The complaint was confirmed through visual inspection. The root cause of the complaint was found to be operational or environmental context.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, functional testing, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The actual device that is the subject of this report was received for evaluation. The port housing and catheter lock were returned. The catheter was returned in two pieces; one piece measuring 1.5 cm was attached to the housing and the second piece measuring approximately 32 cm. There was evidence of slight burnishing on the catheter surfaces near the fractured area. No calcification was present on any surface of the catheters. The port housing has needle marks present and the catheter lock shows damage caused by a sharp object. The septum of the port has evidence of needle puncture marks. Evidence suggests that only one of the suture holes was utilized for securing the device to fascia. The port was functionally tested; no occlusions were observed. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: warnings: "introduction of the catheter into the subclavian vein using standard percutaneous techniques may subject the catheter to periodic compression forces within the narrow costoclavicular space between the clavicle and first rib. Reported complications from repeated subclavian compression include catheter pinch-off syndrome, catheter fracture and catheter shear followed by embolization of the distal portion." Additionally, the IFU states under instructions for use: placement to "anchor the port to the fascia with nonabsorbable sutures. Three sutures, with at least one at each end of the port, are recommended." Based on the information provided, examination of the returned device and the results of our investigation, product use, handling or operational context caused or contributed to event. We will continue to monitor for similar complaints. A follow-up report will be submitted if any additional device investigation results become available.

Event description:
International customer reported that a patient underwent implantation of a vital-port detached silicone catheter titanium infusion port on (B)(6) 2014. The device was implanted in the patients' left upper arm for chemotherapy treatment. The patient followed up seven (7) times for chemotherapy treatment in 2014 then ceased treatment for unspecified reasons. The patient presented to the hospital on an unknown date with complaints of chest pain. Angiography was performed which confirmed a separation of the catheter. The patient was transported to another hospital for complete explant of the device and catheter. A replacement device was not implanted. It is known that the patient had led a normal life and worked as a kind of carrier. No further information was provided. There are no reports of any adverse events following the explant of the device. The explanted device was returned for examination.